Manufacturer narrative:
A philips response center engineer (rce) spoke with the customer. The rce offered that the customer to return the device to philips for an evaluation. A quote was provided, however, the device was not returned to the philips repair bench. Alarm logs were received by philips and were reviewed. A review of the alarm logs show that the device had alarmed at 22:40:44, and was silenced. The customer had tested the device with a simulator, and the device operated correctly. The device remains at the customer site. No subsequent calls logged for this device/issue. There was no product malfunction.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no alarm transfer to the central unit in the cardiac intensive care unit. They did not hear the alarm for 9 seconds, and the patient was no longer breathing; the patient was resuscitated. The customer tested the monitor with an alarm simulator, and it was okay. The device was in clinical use at the time of the reported incident; the patient needed to be resuscitated, as they were no longer breathing. The age, gender, height, and weight of the patient were not available at the time the reporting decision was due.